Event description:
It was stated by the source that the propaten graft was implanted in a fem-pop bypass on (B)(6) 2012 with no issues. Post-procedure: the pt complained of discomfort and swelling in the leg that was treated. On (B)(6) 2012, the physician did an angio and found a false aneurysm in the propaten graft. He relined this successfully with a covered stent. Routinely, the physician has the nurse puncture the sterile packaging on the propaten graft just before use with a needle and syringe containing antibiotic. The physician has speculated that maybe this time, the needle punctured the graft leaving a pin hole that became the false aneurysm.

Manufacturer narrative:
Review of the device mfg record history confirmed device met pre-release specifications. The device remains implanted.